Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. A non-union can occur without implant failure and is a risk associated with all fractures. This failure does not indicate a defect in the product. Implant surgery can still be completed and minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 4/20/2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11 mm x 420 mm standard nail per the sign technique manual. Surgeon comment: "we revised the nail with larger nail and augmented with dcp plate."